Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer experienced high blood glucose level of 400 mg/dl at the time of the incident. Customer stated that the pump was dropped. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement will be sent. The insulin pump will be returned for analysis.